Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the fraying can be attributed to use error of the device due to excessive force being used when tensioning the sutures.

Event description:
On 3/28/2024, it was reported by a sales representative via email that an ar-8991 fibertak dx shuttle suture got stuck and the shuttle suture broke when fixating the suture. The fixation suture wasn¿t able to pass through the anchor. The shuttle suture was retrieved, and the case was continued with the existing fixation suture and tied it. This was discovered during a lateral elbow extensor repair procedure on (B)(6) 2024.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.